Event description:
Caller reported the pump does not display an error 4 (occlusion) message. Caller stated she had a kinked tube but the pump did not "recognize" that. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).